Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for novel pacemaker system implant. During the procedure, the novel right ventricular lead exhibited high and out of range pacing impedance. The physician completed the procedure using an alternate lead on (B)(6) 2020. The patient was recovering with no noted issues.

Manufacturer narrative:
Analysis was normal. No anomalies were found.